Event description:
Healthcare professional reported left side "patient is diagnosed wit bilateral rupture","focal protrusion","minimal fluid is demonstrated behind both prostheses"," pain, inflammation and stiffness" and "upon physical examination it was also noted capsular contracture, baker grade unknown." Device remains implanted.

Manufacturer narrative:
Additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "intracapsular rupture" and "periprosthetic fluid."